Event description:
It was reported the patient had a knee replacement surgery. Subsequently, 2 years post procedure the patient is still suffering from pain while performing daily activities. Patient claims he has been facing pain since day of the surgery and currently can feel the pain near the bone overhang area. Possible future revision.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42500006801, femur cemented posterior stabilized narrow left size 10, lot# 64587915, MDR: 3007963827-2023-00118. 42512601010, articular surface fixed bearing (cps) left 10 mm, lot# 63987696, MDR: 3007963827-2023-00119. 42532007901, tibia cemented 5 degree stemmed left size g, lot# 64898242, MDR: 3007963827-2023-00120. 42557000114, stem extension tapered cemented 14mm dia +30mm, lot# 64987208, MDR: 0001822565-2023-01229.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Unable to confirm complaint. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.